Event description:
Information was received that reported a patient was hospitalized on the event date, due an incident of hyperglycemia. Per the reporter, the patient had been experiencing elevated blood glucose beginning three days prior. Her blood glucose measured as "high" on her meter over most of the weekend. Three days later, around 08/30pm the patient presented to the hospital and was admitted with a blood glucose of >500 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.